Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two endo catch* ii 15mm specimen pouch display boxes and blister packages opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the display boxes and blister packages noted no damaged. The blister packages demonstrated proper material transfer along the seals. Visual testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
During the procedure, the reporter opened the device as the user was nearly ready to take the kidneys out. The reporter opened this as it is what is on his pick list. The user gave it to the surgeon and got told that he did not like using it as he had encountered problems using it. With that comment, the reporter asked him what sort of problems he had with the device as it was always what the reporter have known him to use. He showed me, and the problem arises when he opens the pouch in the patient's abdomen, the pouch just tears as he opens it. He also noted that it was not the same endocatch that he uses. He says that what he normally uses has a silver tube whereas the ones we have now has black plastic tube. The instrument was not resterilised prior to this incident. The complaint product was used on a patient. The following information was also provided in relation to this complaint: person injured or jeopardized: no extension of the surgery time by more than 30 minutes or re-operation necessary: no blood loss of more than 500cc: no extension of the incision by more than 1 inch: no change from endoscopic to open surgery: no unanticipated tissue loss or irreversible damage: no any portion of the device or tack fall into the patient cavity: no if yes were the pieces /tracks retrieved from the patient: na was any reinforcement material used in conjunction with the stapling device. No.